Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 600 mg/dl. The customer treated with manual injection. The infusion set was removed and the cannula was bent. The customer reported that the insulin pump alarmed for no delivery. Insulin did not exit with a fixed prime during troubleshooting. After removing the reservoir and replacing it, the insulin did exit with a manual prime and the customer was advised that the alarm was due to an infusion set and reservoir occlusion. The reservoir was replaced but not returned for analysis.